Event description:
The user did not experience satisfactory speech perception since implantation. As per explant report form information, 1 or 2 channels were found outside from the cochlea at explantation. The user was re-implanted with a longer electrode array.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. Based on information received a non-optimal electrode type selection was the cause for re-implantation. The recipient was re-implanted with a longer electrode type. Furthermore, a partial migration of the active electrode out of cochlea is reported, which might have contributed to the lack of benefit. Additionally, the recipient lost the residual hearing. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user did not experience satisfactory speech perception since implantation. It is not clear why a flex 26 electrode was chosen at the time. The user was re-implanted with a longer electrode array. As per explant report form information, 1 or 2 channels were found outside from the cochlea at explantation.